Event description:
In 2002, the user facilities radiologist informed the manufacturer's sales rep of the following: pt presented approx one week local cellulitis. Currently on antibiotics. Implanted port remains implanted.